Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing and that there were high rate episodes that looked like noise. It was also reported that the lead was programmed to bipolar pacing and unipolar sensing. The lead is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed with 137 total variable heart rate episodes with an average duration of 4.35 seconds. Short and frequent high rate episodes can be indicative of oversensing. Impedance trend is stable and there were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.